Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: item number: 00620004620, item name: shell porous with holes 46 mm o.d., lot #: 64552834. Photographs of the liner were provided. Visual evaluation identified the following: there was an indentation on the outer spherical surface consistent with insertion attempts. No further evaluation could be performed with the images provided. A trilogy liner was returned for evaluation. Visual evaluation identified the following: there were nicks, gouges, and indentations to the anti rotation tabs, polar boss, and the inner spherical surface. No other damages noted and no further evaluation could be performed with the device provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. No medical records provided a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report was previously submitted incorrectly on :0001822565 - 2021 - 00275.

Event description:
It was reported during the procedure, the surgeon successfully implanted the 46mm trilogy acetabular cup, and the conventional technique was used to implant the polyethylene pad 46*28mm. However, it was found that the cup clasp could not move normally after implantation of the gasket. When the liner was taken out and examined on the back of the liner, a small amount of irregular polyethylene protrusions were found at the lower part of the mortar. A new liner was used to completed the procedure attempts have been made and additional information on the reported event is unavailable at this time.